Manufacturer narrative:
It was confirmed that the hospital would not release the device or any records pertaining to this event. Therefore, the exact cause of the event could not be determined. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot.

Event description:
It was reported that the patient presented with right thigh pain approximately 8 years post tha. Studies showed that the femoral component was likely loose. Revision of the femoral component was performed. The femoral stem came out with minimal effort. The accolade tmzf stem was replaced with a securfit max stem. The liner was also replaced